Manufacturer narrative:
Initial reporter occupation is patient/consumer. The product was requested for investigation, however, the lancets were discarded. The customer could not provide the lot number for the lancets as the customer no longer has the box from this event. The customer is using a new box of safe-t-pro plus lancets and they are working properly. Since no product was returned, the cause of the event could not be determined.

Event description:
The initial reporter complained of an issue with a box of accu-chek safe-t-pro plus lancets. The date of event is an approximation. The reporter stated this occurred "several weeks ago." The customer stated the sterility cap of the lancets was very difficult to remove. When the customer finally got the sterility cap off, the needle came out with the cap. The customer stated the needle remained in the sterility cap but could not remember if the needle was completely covered/enclosed by the cap or if it stuck out. The customer was not injured by the needle that came out along with the cap. The customer was not sure if she was twisting the sterility cap or pulling the sterility cap when attempting to remove it.